Manufacturer narrative:
The complaint investigation regarding a false negative result for alinity I hiv ag/ab combo reagent, lot number 41177be00, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and review of analyzer log files. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Ticket search by lot 41177be00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding the associated product list number. Device history record review did not identify any non-conformances or deviations for the associated reagent lot number 41177be00. Review of the log-files of the customer¿s instrument determined an unusual pattern for sample aspirations. In-house testing of retained lot 41177be00 showed that control specifications were in range and that the sensitivity performance of the lot was not negatively affected. A labeling review determined product labeling provides adequate information regarding the issue the customer described. Based on the investigation, no systemic issue or deficiency with the alinity I hiv ag/ab combo reagent, lot number 41177be00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 08p07-32 has a similar product distributed in the us, list number 8p07-21 /-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false negative alinity I hiv ag/ab combo result for a known hiv positive patient and provided the following data (reference: = 1.00 s/co = reactive): on (B)(6) 2023 tube ID (B)(6)/instrument ID 3824351001id had an initial result of 415.83 (reactive), repeat result was 0.07 (non-reactive), repeat result was 0.07 (non-reactive). The customer provided additional information that the patient has had a positive western blot test and that there wasn¿t enough serum to conduct further testing. There was no impact to patient management reported.